Manufacturer narrative:
The pump had a button error alarm and no act button response due to the corroded keypad trace. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked display window corner. (B)(4).

Event description:
The customer reported via phone call that she had a button error on the insulin pump. Customer's blood glucose was 230 mg/dl at the time of incident. Customer stated that she was wearing luggage before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.